Event description:
Healthcare professional reported "implant rupture" confirmed via ultrasound. This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b3, b5, g2, h6.

Event description:
Later, patient representative reported "increasing discomfort and pain in the breast region", "rupture", and "a severe anxiety condition, presenting significant anxiety symptoms and notably cognitive decline". This record is for right side. Device remains implanted. Patient representative reported "insomnia" which is not device related. Patient was prescribed quetiapine 50 mg/day, desvenlafaxine 100 mg/day and trazodone 50 mg/day.